Manufacturer narrative:
(B)(4). Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported from this lot. The investigation determined the reported difficulties were likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified iliac artery. A 9.0 x 40 mm absolute pro vascular self-expanding stent system was being advanced over a guide wire when there was resistance. The catheter had not entered the sheath yet. The catheter was pulled back to remove it from the guide wire when there was resistance again and the stent implant deployed. The guide wire was wiped down and a new 9.0 x 40 absolut pro vascular stent was deployed to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.